Manufacturer narrative:
Cat # updated. Reported event. An event regarding notching involving a mako tka software was reported. The event was not confirmed. Method & results. -product evaluation and results: review of the log/session files has not been completed within 60 days of the complaint being opened. The complaint will be closed with an associated risk assessment. Additional failures will be assessed once the log/session file review has been completed. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows that rob1351 was inspected and the quality inspection procedures were completed with no reported discrepancies -complaint history review: a review of complaints in trackwise related to p/n 219999, robot number: rob1351 shows 0 similar complaints for tka software - notching. Conclusions: the exact cause of the event could not be determined because insufficient information was made available for evaluation. Review of the log/session files has not been completed within 60days of the complaint being opened. A review of the case session/log data is needed to complete a full investigation for determining root cause. In addition to a review of the log/session, a field service engineer conducts scheduled maintenance on the robot to ensure the robot is system ready. Once the review of the log/session files has been completed then the complaints team will reopen and re-evaluate the complaint. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Surgeon said implant was notching even though implant was 1.5 degrees away from "notching". Mics had issues with angled saw attachment where we had to replace the mics power but passed the straight saw attachment prior to that and made the respective straight cuts first. No surgical delay. Robot gets moved quite often from building to building (on and off elevators as well). Fse completed a pm the next day but was not able to find anything out of the ordinary. Case type / application: left tka. Update: how did the surgeon determining there was notching (visually, x-ray, or measuring): visually. Estimate of the notch: maybe about 1-1.5 degrees.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Surgeon said implant was notching even though implant was 1.5 degrees away from "notching". Mics had issues with angled saw attachment where we had to replace the mics power but passed the straight saw attachment prior to that and made the respective straight cuts first. No surgical delay. Robot gets moved quite often from building to building (on and off elevators as well). Fse completed a pm the next day but was not able to find anything out of the ordinary. Case type / application: left tka. Update: how did the surgeon determining there was notching? (Visually, x-ray, or measuring): visually estimate of the notch: maybe about 1-1.5 degrees.